Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mobile programmer application was unable to run sensing tests when interrogating an implantable device during an implant procedure. A different programmer was used and there was no issue running the tests. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. During the sensing test, the p/r wave measurements would not be displayed with measured values <(><<)>20.0 millivolts. If information is provided in the future, a supplemental report will be issued.